Event description:
Reportedly, when the device was used, a connect electrodes display was observed. The facility determined root cause was the therapy cable used and it was replaced. No additional info concerning this allegation was reported. There was no report of pt use associated with the alleged discrepancy.